Event description:
It was reported that there was noise on the right ventricular (rv) lead channel of this cardiac resynchronization therapy defibrillator (crt-d) during a stored pacemaker mediated tachycardia (pmt) episode. Technical services (ts) analyzed device episode data and determined that this was due to diaphragmatic oversensing. There was one beat of pacing inhibition. It was noted that this patient is pacing dependent. Noise could be reproduced with deep breathing in clinic but there was no oversensing at that time. Ts discussed troubleshooting options including reprogramming and further monitoring. No adverse patient effects were reported. Currently, this crt-d system remains in service.